Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device could not fire on first firing with a blue cartridge. Another blue cartridge was reloaded, but several staples were not deployed; the tissue was cut. Suture was used to complete the procedure. There was no adverse consequence for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n55070. The analysis results showed that two ecr60b cartridges reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.